Event description:
It was reported that the display is not working properly. Dimmed display, cannot see values clearly. Add'l info received from the customer indicated that the entire display monitor was dark. It was so dark that the characters on the display could hardly be seen. No pt incident was reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit had a dark screen. The lcd was replaced and the unit functioned as designed.